Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caretaker called for assistance to reinitiate an ilet system after it had been removed during a non-diabetes-related hospital stay, and support provided guidance to complete a full supply change and start a new dexcom g6 sensor and transmitter pairing; the caller requested therapy setting changes, which were not performed by non-clinical support. Symptoms included hyperglycemia with a reported blood glucose of 298 mg/dl without ketone testing, back-up therapy, alarms, or additional clinical intervention. Outcomes included transient hyperglycemia without reported acute complications or hospitalization. Investigation included troubleshooting and user education related to device setup and sensor pairing. Investigation of this case revealed no device malfunction or alert activity and no identifiable device-related cause for the hyperglycemia, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable.